Event description:
Pt was hospitalized for withdrawal due to an empty pump. The pt experienced weakness, diaphoresis, and dyspnea beginning in 2003. At the time of this report, the pump had been dry for approx 6 1/2 weeks. The pt has been given morphine and duragesic patches. It was reported the pt recovered without sequelae. The pt has been referred to and accepted by a new physician.